Event description:
A report has been received from a dealer. It has identified that the chair fluctuates and the end user reported to him it has moved by itself. The dealer called in to troubleshoot. There is no injury from this incident. Device is being checked out by the dealer.